Event description:
A pt reported they were not able to tell what the reading was on the display. It is unk how long there was this issue with the meter. The meter allegedly had missing segment. The issue was not resolved. Pt was taken to the emergency room and given food. Pt was kept overnight in the ER. Unk what the blood glucose reading in the ER was. No further info has been reported.